Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with assistance from technical support and was able to continue using it without further issues. Customer was advised to call back if the malfunction recurred, which they acknowledged and understood.